Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 21, 2021. Device evaluation summary: according to the information received, the patient experienced deflation in the sm mpps dv 400cc breast implant. Additionally, developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 400cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian hispanic female patient underwent primary breast augmentation surgery with two 400cc mentor smooth round moderate plus profile saline breast implants experienced bilateral capsular contracture baker grade IV and right sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with two 550cc mentor memorygel breast implants on (B)(6) 2021. This medwatch form is for the right breast prosthesis.